Manufacturer narrative:
Additional information provided by the account.

Event description:
Nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reported, during an oophorectomy, the doctor had the specimen in the bag, and when the doctor wanted to remove the bag from the abdomen, the bottom of the bag broke open. Product will not be returned because it could not be decontaminated.